Event description:
It was reported that a patient¿s device was very sensitive to security devices. This had been an ongoing issue since 2005. The patient had tried walking through security devices with her stimulation off, but the security device turned it back on. She also got jolted when passing through a security gate. One time it ¿fried¿ the wire. The patient also had lead migration and a subsequent revision due to theft detectors. The tined lead was placed at the s3 foramen and the event occurred one month after implant. Diagnosis methods included a lumbosacral spine x-ray and visual inspection. The device failed to perform well and an implant revision was done. The device was removed and replaced and no tissue damage was noted. The patient was 90 percent better with new devices. No outcome was reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent. Information was previously reported in MFR. Reports #3004209178-2008-00017 and 3004209178-2008-00018. It was unclear which information applied to this device and which information applied to other devices the patient had.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# j0511620v, implanted: (B)(6) 2005, explanted: (B)(6) 2005, product type: lead. Product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2005, product type: extension. (B)(4).